Event description:
As per e-mail received per affiliate: 13 hours post ptca and stent deployment, the pt complained of chest pain with abnormal ECG. Coronary angiography was conducted and thrombus was observed in both of the implanted cypher stents. Balloon angioplasty (2.75mm x unk mm) and thrombus aspiration were used to treat the second implanted cypher (lot# i1205027), which was deployed in the left main artery and extended to the proximal left anterior descending artery. Balloon angioplasty (3.25 x unk mm) was used to treat first implanted cypher (lot# i1205025) stent which also began in the left main artery and extended to proximal circumflex artery. Crushing balloon technique was conducted several times. The distal portion of the circumflex artery was still angiographically hazy, so a bms (2.5mm x 28mm) was implanted distal to the implanted first cypher and overlapped it as well. The pt was moved to the ccu with iabp treatment. The iabp was later removed and the pt is in stable condition. The physician commented that the cause of the acute thrombosis was because two cypher stents were implanted by a complication method (crush stenting).